Event description:
While pt was undergoing a laparoscopic left robotic radical nephrectomy procedure. The endocatch ii system broke inside the pt. All pieces were retrieved and the abdomen was searched. No foreign objects located. The retrieved pieces were matched with an identical endocatch system to verify all pieces were retrieved. Pt underwent abdominal and pelvic x-rays to verify no retained foreign objects.